Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient fell in hospital a week after implant. This right atrial (ra) lead was found dislodged. There is no capture in the atrial. No further information is available at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observations.

Event description:
Boston scientific received information that this lead was explanted due to other reason that is not considered as linked to this event. Lead was returned for analysis.